Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the ped2 pipeline device didn´t open distally so the doctor decides to resheath it. When the doctor began to unfold it again, the device open only partially and in the distal segment it appears abnormal. The doctor decided to change the device. The middle of the pipeline was placed in a bend. It was not stuck in the capture coil. Less that 50% had been deployed when it failed to open. It was resheathed less than or equal to 2 times. Balloon angioplasty was done. The device was removed from the patient with the microcatheter. The device was prepared as indicated in the instructions for use (IFU). The patient was being treated for a saccular, unruptured aneurysm in the right ophthalmic carotid artery. The max diameter was 4.8mm and the neck diameter was 7mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.8mm. Vessel tortuosity was severe. Dual antiplatelet therapy was administered pru level was 108. Angiographic result post procedure was good. No symptoms were reported.  Ancillary devices: phenom 27 and oc21-031 microcatheter, traxcess guidewire.

Manufacturer narrative:
H3: the pipeline flex pusher and phenom 27 catheter were returned for analysis. The pipeline flex pusher was returned within its introducer sheath. The pusher was removed from within the introducer sheath for further evaluation. No bends or kinks were found with the pusher. The pusher shrink tubing was found pulled back from the proximal bumper. The pusher proximal bumper and proximal marker were found detached/loose on the distal core wire. The pusher sleeves and tip coil were found in good condition. The pipeline flex braid was not returned with the pusher. The phenom 27 catheter was examined. The catheter hub was found in good condition. No bends or kinks were found with the catheter body. The catheter distal tip was found in good condition. The phenom 27 catheter was flushed, water exited from distal tip. Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. The pipeline flex braid was not returned. Therefore, an analysis could not be performed and conformance to specification could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.